Event description:
During a follow-up, far-field p-wave oversensing (ffpwos) and varying impedance fluctuations were observed on the right ventricular (rv) lead. Lead dislodgement was suspected but it was not confirmed. A revision procedure was performed. The rv lead was explanted.

Event description:
Additional information was received that the right ventricular (rv) lead was found to be dislodged through diagnostic imaging. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.